Event description:
It was reported that a patient underwent a c-section procedure on an unknown date and suture was used. During the suture of the muscular fascia in c-section, the first needle that was taken with the forceps by the tip breaks. A second suture from the same batch is then opened and the second needle also breaks during the suture. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Component code: g07002 - device not returned. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, the following was obtained: could you please clarify when did the first needle got broken (during removal from package /during passage through tissue/ during tying / post-op)? During passage through tissue, the fascia. Did the needle fall into the patient? Yes. If yes, was the needle piece removed from the patient during the same procedure? Yes. All the broken part was removed were x-rays taken to locate the needle? No. Was there any patient consequence or injury? No. What is the patient¿s current health status and condition? Good status and condition was any other tissue damaged as a result of searching the needle? No. The following additional information was received: was surgery delayed due to the reported event? No, was procedure successfully completed? Yes, were fragments generated? Yes, if yes, were they removed easily without additional intervention? Yes, patient status/ outcome / consequences no, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: no, is the patient part of a clinical study no, ip-01636522 device property of none, and device in possession of none. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Trade name -irgacare, active ingredient(s)- triclosan, dosage form - suture/solid/parenteral, and strength - = 2360 g /m. Related reports: 2210968-2023-00829.

Manufacturer narrative:
Product complaint #: (B)(4). Date sent to the FDA: 4/13/2023. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Investigational summary: the product received for analysis were identified as product code sxpp1a405. Visual inspection and metallurgical analysis were performed on the returned product. A fracture was observed in the body of sample a and near the tip of sample b. The needles were received in two pieces, only one of the mating fracture surfaces was examined for this evaluation. The needles were noted with marks that appears to be by surgical instrument. A scanning electron microscope was used to examine the fracture surfaces and surrounding area of the needles. The fracture surfaces were examined in multiple locations to determine the fracture mode. The evaluation of the samples revealed the fractures were composed of microvoid coalescence, which is evidence of a ductile overload failure. Mechanical damage, a cup-and-cone shaped fractures and macroscopic plastic deformation observed coincidental to the fracture of needle a and mechanical damage observed on needle b provide additional evidence that the failure was induced by mechanical deformation leading to ductile overload. These were ductile fractures. The evidence of this examination indicates that the breakage occurred from mechanical deformation, indents and scratches, due to gripping, bending and overstressing of the needle. There is no evidence of any material flaw that would cause premature failure. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Related reports: 2210968-2023-00829.